Manufacturer narrative:
Hamilton medical ag comes to the conclusion: corrected: d4 & UDI d1 and d2a. Additional information: manufacturing date added. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Root cause: the "esm module" has been identified to be the faulty component. Correction: esm module replaced. Corrected: the related fields to the product. It was mentioned according a copy and paste error hamilton-c2 instead and as correct product hamilton-c3.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up (blue boot screen).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: corrected: d4 & UDI d1 and d2a. Additional information: manufacturing date added. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Root cause: the "esm module" has been identified to be the faulty component. Correction: esm module replaced. Corrected: the related fields to the product. It was mentioned according to a copy and paste error hamilton-c2 instead and as correct product hamilton-c3

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up (blue boot screen).

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up (blue boot screen).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "esm module" has been identified to be the faulty component. Correction: esm module replaced.